Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger typically only had 4 boxes filled in when charging. The patient stated that it used to take about 3.5 hours to charge their ins, but they noticed it took forever to charge the ins and the ins would not charge past 1/2. It was further reported a replacement recharger antenna was sent, but the poor coupling issue persisted. The patient added that the ins was at 50% and after charging for 3 hours the ins battery only went up a quarter. The patient stated they only had 2-4 coupling bars. It was reviewed that replacing the recharger would not likely resolve the poor coupling. It was reported that the recharger would not hold a charge and would not charge to 100% when plugged in. A replacement recharger and desktop charger were sent. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# n(B)(4): product type recharger product ID (B)(4) serial# (B)(4): product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that it was taking 4-6 hours to charge their internal batteries, when it usually took 3 hours. The charger and land plug-in charger had to be replaced. The patient stated that the poor coupling, the ins not recharging to 100%, and taking too long to charge had resolved. Charging took 3 hours. ***MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event. ***